Manufacturer narrative:
It has been identified during internal review that the reported event date was not correct. The event date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017 this medwatch report has been submitted to provide the correct event date. This correction does not impact the timeliness of the previous reports or the investigation conclusions.

Manufacturer narrative:
The results of the investigation showed that the first communication error was to a software bug, ar-957. For the second and third communication error the root cause cannot be confirmed, but may be due to a defective emergency stop button. To avoid the reoccurrence of similar incident, the emergency stop button was replaced.

Manufacturer narrative:
The device rosa one is not FDA cleared, but it is similar to the device rosa brain 3.0, classified haw - k151359. The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the preventive maintenance, while the field service engineer was performing an applicative test there were multiple 'unrecoverable error' and shutdown.